Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a power on reset on their pacemaker. During clinic, the longevity estimate would not calculate. The pacemaker was reprogrammed to its original settings, interrogation completed and the longevity estimates were then found. The pacemaker remains in use. No patient complications have been reported as a result of this event.